Event description:
During a laparoscopic cholecystectomy the physician placed his ninth or tenth clip and the device jammed. A piece of metal was somehow bent away from its proper position near the tip of the instrument. The following clips were fine, but the metal remains bent away. The procedure was completed with a similar device. There was no pt consequence.